Event description:
It was reported that during an unknown procedure when the surgeon is doing the anterior resection, the contour cannot cut and fire properly. Some staplers are still intact in the contour and did not form properly. Surgeon has to open another contour to perform the transection, which worked well. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 6/25/2024 d4 batch # unk b3: only event year known: 2024 an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/11/2024. This is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a portion of the device from the reload guide area with a green reload loaded. The reload can be seen with the drivers exposed, and some malformed staples stuck in the washer as if the fired was not completed and the retaining pin can be seen in up position. Based on the photo reviewed the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 7/12/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.